Event description:
It was reported to resmed (B)(4) that a customer had an astral device with a battery inoperable alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement. (B)(4).